Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a low leak co2 rebreathing risk alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was displaying a low leak co2 rebreathing risk alarm. The customer stated that the device displayed an alarm for a "low leak co2 rebreathing risk." The customer reported that the gas delivery system (gds) had recently been replaced, and the device successfully passed, however, during the self-test, the device displayed the low leak alarm. During troubleshooting, it was verified that the gds proximal and machine tubing connections were correct; the test setup and settings were also confirmed to be correct. The rse noted that the device did not have auto trak plus feature, and that the device defaulted to original settings. The rse confirmed that the whisper swivel and test lung elbow, compliance and resistance settings were correct. It was then reported that the exhalation port at bottom of device was not obstructed, however, the still problem persisted. The rse advised the customer to try the test setup on a known good v60 ventilator to see if problem occurs. It was also recommended to replace the gds again. The customer followed up again with the philips rse, and it was noted that the test set up and settings were reviewed. The rse advised the customer that the whisper swivel needs to be in the patient circuit at the test lung. The customer was provided with the part number for a replacement whisper swivel ii exhalation port. This investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 18dec2025, 26dec2025, and 02jan2026 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.